Event description:
The manufacturer received information alleging screen stopped responding and cannot turn it off. Occurred on a trilogy ev300. There was no report of patient harm or injury. The remote service engineer was unable to proceed due to no response from customer after 3 attempts to resolve the issue - the case was cancelled as applicable. 10-1 1st attempt, vm, 10-3 2nd attempt, vm, 10-7 3rd attempt, vm. After 3 attempts the call was canceled due to unable to get a hold of customer. Good faith effort attempts will be made to gather additional information from the customer. If the device is returned and upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date. If any additional information is received, a follow-up report will be filed.